Event description:
Reporter called to inform the FDA that in the past twenty-six months, seven of his tandem insulin pumps have malfunctioned and failed and have had to be replaced (first one received oct. 16, 2020). The device gets warm to the touch when charging and stays warm while in use. On 24 dec. 2023, reporter requested failure analyses reports for these pumps from the manufacturer and was told today (26 dec. 2023) that they do not share these reports with customers. Reporter needs to make a decision if he wants to continue to use this product or go with another manufacturer/company to treat his diabetes. Reference reports: mw5149561, mw5149563, mw5149564, mw5149565, mw5149566, mw5149567.